Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last year or two.

Event description:
It was reported that the patient had been charging the implantable pulse generator (ipg) more over the years and recently would no longer charge despite troubleshooting attempts. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.